Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had a hole. This issue was identified prior to peritoneal dialysis therapy. The hp was not connected to the device. There was no patient injury or medical intervention associated with this event. No additional information is available.